Manufacturer narrative:
Additional information: based on available information, a device technical malfunction could be assumed. However, an investigation on the explanted device is necessary to determine a root cause. Re-implantation is considered, however no date has been stipulated.

Event description:
The recipient was some time without the processor, and when it was received again, there was no longer hearing sensation with the device. Previously, performance was excellent. There was no accident or trauma reported. Re-implantation is considered however no further information has been received.

Manufacturer narrative:
Additional information: based on available information, a device technical malfunction could be assumed. However, an investigation on the explanted device is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient was some time without the audio processor, and when it was available again, there was no longer hearing sensation with the implant. Previously, performance was excellent. There was no accident or trauma reported. The user has been re-implanted.

Event description:
The recipient was some time without the audio processor, and when it was available again, there was no longer hearing sensation with the implant. Previously, performance was excellent. There was no accident or trauma reported. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device (circuitry) to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the device history record has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was some time without the processor, and when it was received again, there was no longer hearing sensation with the device. Previously, performance was excellent. There is no accident or trauma reported.